Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave ablation catheter 31mm was selected for use. After finishing the left side of the procedure, the physician wanted to go to the right side to do the superior vena cava (svc) isolation. When physician pulled out the farawave catheter and tried to re-insert it after the map of the right atrium, they noticed that the farawave basket was not fully undeployed, and that there was no dripping. The physician "by past" the lumen of the basket and attempted to pull the basket straight. They tried a manual flush, but it was very hard to flush, like something obstructing it. The catheter was replaced, and the procedure was completed successfully without any patient complications. The device is expected to be returned for analysis.